Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited detachment of the distal sleeve adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the detachment of the distal sleeve adhesive was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.